Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using a lantern delivery microcatheter (lantern). During the procedure, a rotating hemostasis valve (rhv) was attached to a non-penumbra catheter, then the lantern was inserted into the rhv. While attempting to loosen the back end of the rhv and advance the lantern, the back end of the rotating hemostasis valve (rhv) became locked in place and the lantern kinked; therefore, the rhv and lantern were removed. The procedure was completed using a non-penumbra microcatheter and the same catheter. There was no report of an adverse effect to the patient.